Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: unknown mrh bumper; cat# unknown; lot# unknown; mrhk tibial sleeve; cat# 6481-2-140; lot# unknown; mrh axle; cat# 6481-2-120; lot# unknown; unknown mrh tibial insert; cat# unknown; lot# unknown; mrhk femoral bushing; cat# 6481-2-110; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding unspecified revision surgery involving an unknown mrh tibial rotating component was reported. The event was not confirmed. Conclusion: revision surgery took place for unspecified reasons whereby the reported device was exchanged. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: product details, return of reported device, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that surgeon revised patient's left knee for unknown reason.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left knee for unknown reason.